Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2003.

Event description:
It was reported the patient developed a pocket infection. It was further reported the right atrial (ra) lead displayed low impedance, over-sensing, and the patient felt atrial pacing in the pocket. During laser extraction of the right ventricular (rv) lead, the superior vena cava (svc) ¿was opened up.¿ there was a drop in blood pressure and the patient expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.